Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that on (B)(6) 2019, the patient was closing a garage door and it slipped from their hands and fell on the patient's backside. They felt a shock all over their body and developed soreness and bruising at the ins site. They were transported to the hospital. It was noted that the patient's family was not present at the time of the accident, and the patient has parkinson's disease which made it difficult to understand exactly how the garage door fell on them. The family was not sure if the ins was on but did report that it read "0.00" . The patient was going to meet with a rep on (B)(6) 2019 to have the system integrity checked including whether or not lead migration occurred. No surgical intervention was planned yet at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient's mother and manufacturer representative. Caller stated that a garage door came down on the patient's back, he dropped to his knees he felt a shock go through his limbs and he fell down. Before the weekend they went to 1 hospital and got a scan, after the weekend on (B)(6), they went to the ER. But now pt is out of the hospital and in a rehab facility. It was reported that scan was done showing the corners of the ins are ok but they request a rep to come out and ensure the ins is ok after the accident. Rep reported that impedances on device were within normal limits. Patient did not want the device on at this time. It was reported by patient's mother that after the fall, the patient was admitted to the hospital with sepsis and was an inpatient for 3 weeks in serious condition. She called the rep to check patient's battery after he was admitted to a rehab facility. None of his reported issues had to do with the stimulator according to his mother. No further complications were reported/anticipated.